Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on the 4th may 2011. The device records manual power ups of ten minutes in duration between the 20th july 2013 and 21st september 2016. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved. The device was returned to heartsine technologies as part of the current fsca /recall, FDA reference z-0124-2013. No fault was reported.